Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. According to the data provided and reviewed, the instrument appears to be working well. The most likely cause for the discrepancy observed is due to the samples having a low viral load from patients with a low titer and also the differences in testing methods. Note that samples near or below the lod of the test may generate wavering results on repeat testing with statistical variances in detection. It is also possible that a low level of laboratory contamination could cause a low viral load in the sample. Facility name truncated due to character limit. Full name: fakultní nemocnice u sv. Anny v brne transfuzní oddelení.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the czech republic alleged discrepant results for four patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. All 4 patients' samples initially generated a positive result for sars-cov-2 and influenza a (negative for influenza b) when tested on cobas liat. For patient 2 and 3, the same samples were retested on the same cobas liat analyzer which generated the same results. Patient 2's sample was also retested on a separate cobat liat analyzer which also generated the same result. All 4 samples were again retested using competitors tests (bioeksen respiratory tract 4t rt-qpcr kit and zybio covid+ influenza a/b) which generated sars-cov-2 negative, influenza a positive and influenza b negative results. The negative results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 4 mdrs will be filed.